Event description:
The end user fell navigating down a set of stairs while using the crutches.

Manufacturer narrative:
It was reported that while walking down a set of stairs the crutch bent and the end user fell. He hit his head on a truck parked at the bottom of the stairs and lost consciousness for a few seconds. He apparently sought medical treatment two days later. No serious injury was diagnosed and no medical treatment was provided. Minimal details regarding the incident were provided. The sample was returned and evaluated. The shaft of one crutch was bent at the location of the height adjustment just above the handgrip. No manufacturing defect was identified. A root cause has not been determined.